Event description:
Needle tip was grasped by the surgeon during use and subsequently broke. Tip was not visualized upon x-ray. Tip was not retained by pt. There are no reported adverse consequences related to this event.